Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination of fungus (candida auris). The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found foreign materials on the air/water cylinder, tube, and connecting tube. Due to deformation of the bending tube, connection between bending section and connecting tube was not secured. The distal end had a burn. Due to a pinhole on the plastic distal end cover, water tightness was lost. Based on the information provided, this case does not appear related to contamination or infection and appears related to a reported device damage or dysfunction. Device was used on a patient with a known organism of concern and then submitted to olympus due to failed leak test that impeded reprocessing at customer site. Therefore, a contaminated device was sent to olympus for repair. The cds information contains only the manual cleaning step due to the identified leak. The dir shows several defects and deviations and confirmed the leak. The customer didn't execute an hmi. The olympus hmi was conformed. Olympus will continue to monitor complaints for this device.

Event description:
No additional information received from customer.